Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device alarmed motion sensor test failure alarm. Customer's blood glucose was unknown. During troubleshooting the insulin pump was unable to complete the displacement test. Caller was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed operating current, unexpected restart error test, displacement test but unexpected restart alarm during the rewind due to motor encoder signal out of phase. Unable to perform the occlusion, prime and excessive. No delivery test due to motion sensor test failure alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.